Event description:
Per the clinic, the patient experienced a skin breakdown, exposing the device. The patient also experienced an infection at the implant site and was hospitalised on january 24, 2024 for an administration of intravenous antibiotics (specific duration not reported). Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.